Event description:
It was reported that during use of the bd ultra-fine¿ nano¿ pen needles the consumer encountered drops of insulin at the end of pen needle and when he dialed up his dosage he did not complete the dosage because the flow stopped and insulin leaked out. Verbatim: consumer stated he dialed up 2 units, checked the insulin flow, got some drops on the end of pen needle and then dialed up his dosage of 32 units. Stated he did not get the complete dosage because the flow stopped and insulin leaked out; so he used a second pen needle to complete his dosage.

Manufacturer narrative:
Investigation: customer returned (1) 32g 4mm bd pen needle without the tear drop label attached (used). Consumer stated he did not get the complete dosage because the flow stopped and insulin leaked out. The returned pen needle was examined and a flow test was performed. The returned pen needle passed the flow test and no leakage was observed, thus the alleged defects could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failures. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd ultra-fine¿ nano¿ pen needles the consumer encountered drops of insulin at the end of pen needle and when he dialed up his dosage he did not complete the dosage because the flow stopped and insulin leaked out. Verbatim: consumer stated he dialed up 2 units, checked the insulin flow, got some drops on the end of pen needle and then dialed up his dosage of 32 units. Stated he did not get the complete dosage because the flow stopped and insulin leaked out; so he used a second pen needle to complete his dosage.